Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that after reviewing a post-op films, it appears that the patient will require a revision for his tha. Revision surgery not scheduled yet.